Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for ventricular tachy mode set to a value other than monitor plus therapy. Technical services discussed this meant therapy was programmed off. The device settings report was reviewed and it was confirmed the therapy was disabled on (B)(6) 2017. It was noted the patient lives in alaska and has not been seen in the clinic since (B)(6) 2016. The reason for the programming change was not provided. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.